Event description:
Note: date of event date is unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "treatment of gastric outlet and duodenal obstructions with uncovered expandable metal stents" published in world journal of gastroenterology 2007; 13 (40) : 5376-5379. The following information was derived from this article: a wallstent enteral endoprosthesis stet was used in a perioral stent placement procedure. According to the article, stent migration to the gastric antrum was noted one year after the procedure. Endoscopy found a gastric ulcer with hemorrhage around the proximal end of the stent. The patient refused further treatment.

Manufacturer narrative:
Unknown/no information available from user facility. The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.